Event description:
Pt was revised to address hip dislocation.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the device history records did not reveal any related mfg deviations or anomalies. It is stated in the initial product investigation request, it was not suspected that the devices failed to meet specifications or contributed to the reported event. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address hip dislocation. Update: (B)(4) 2012- litigation papers received. In addition to dislocation, pain is now alleged. Date of implantation was verified through an invoice- (B)(6) 2004. (Left hip). There is no additional information that would change the investigation.

Manufacturer narrative:
Corrected: event/problem description, implant date. Depuy still considers this investigation closed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf has no new allegations reported. Added lawyer in associated contact, law firm, revision hospital and surgeon, manufactured and expiration date of ips. Corrected date of implant. Doi: (B)(6) 2004, dor: feb 27, 2007 (left hip).